Event description:
A physician reported that a zct300 22.5 diopter intraocular lens rotated clockwise 20 degrees. The patient's visual acuity was 20/200 before surgery 20/60 after surgery, 20/30 corrected with glasses. No repositioning was performed. Total surgery time was noted to be 45 minutes and corneal examination revealed corneal fundus dystrophy.

Manufacturer narrative:
Date of explant is not completed as the lens remains implanted to date. All pertinent information available to abbott medical optics at the time of this report as been submitted. Placeholder.

Manufacturer narrative:
A manufacturing record review was conducted. Serial number (B)(4) is part of order number (B)(4). Elements reviewed were the device history records, non-conforming materials, sterilization records and environmental monitoring records. No non-conformances were revealed and this order number was not produced under deviation. In addition there were no process and/or material changes with this order number. A search on complaints related to this order number was also conducted and revealed that no other complaints for this order number were received to date. Placeholder.